Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the plpul2020, ultra surgical smoke evacuation pencil device was used in an unknown procedure on an uknown date, and ¿the part that holds the electrode becomes weak and breaks. So far, this has happened twice, and all pieces were recovered, but it is very dangerous if any remain inside the patient (transparent plastic material).¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. Attempts were made to obtain further information from the customer, but no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device plpul2020 found that the hex electrode hub broke off the device making the device not able to hold an electrode. The broken piece was returned for evaluation. The root cause cannot be determined, however, based upon evaluation, the likely cause of this event was excessive force. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 47 reports, regarding 65 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the plpul2020, ultra surgical smoke evacuation pencil device was used in an unknown procedure on an uknown date, and ¿the part that holds the electrode becomes weak and breaks. So far, this has happened twice, and all pieces were recovered, but it is very dangerous if any remain inside the patient (transparent plastic material).¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. Attempts were made to obtain further information from the customer, but no response has been received to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.